Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. (B)(4).

Event description:
A surgery coordinator reported that during an intraocular lens (iol) implant procedure, the iol would not center. The iol was removed during the procedure and a vitrectomy was performed. Additional information was provided by the initial reporter that a large posterior capsule break occurred during the procedure, and a different model iol was placed in the sulcus. According to the surgeon's opinion, the device did not cause/contribute to the event. No explanation was provided.